Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 497 mg/dl. Troubleshooting was performed. Reviewed the programming and it appeared to be correct. Ran a fixed prime test and the device passed the test. Performed a high pressure test and the test failed. Advised mother that the customer needs to revert to back up plan of manual injections. No further information was provided.